Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with bacterial peritonitis. It was not reported if the patient received remedial therapy. The cause of the bacterial peritonitis was unknown. It was not reported if the event of bacterial peritonitis resolved. On an unreported date, the patient was transferred to hemodialysis, and peritoneal dialysis therapy was discontinued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.